Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx kit. During the procedure, the physician realized that there was a lack of pressure and flow through the indigo system catrx aspiration catheter (catrx). Subsequently, the physician found that the catrx was kinked at the hub. Therefore, the catrx was no longer used in the procedure. The procedure was completed using manual aspiration. There was no report of an adverse effect to the patient.